Event description:
It was reported that two weeks before this surgery, the patient visited the doctor as the device was no longer working. His device was examined and a pump connection tube crack was found . The patient had the inflatable penile prosthesis pump component replaced. Following the surgery, the patient was stable and the event resolved.

Manufacturer narrative:
Corrected data: d4, d6. D10, h3, h6, h10. H3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected. The tubing was identified to be cut down to the pump block resulting in an inability to confirm the tubing hole allegation. The tubing was not returned for analysis. The contamination was found inside pump. The pump was not functionally tested due to contamination. Product analysis was unable to confirm the reported event.

Event description:
It was reported that two weeks before this surgery, the patient visited the doctor as the device was no longer working. His device was examined and a pump connection tube crack was found . The patient had the inflatable penile prosthesis pump component replaced. Following the surgery, the patient was stable and the event resolved.